Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial subsidence and loosening of the tibial component at cement to bone and cement to implant interface. Depuy cement was used. Doi: unk; dor: (B)(6) 2019 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : DHR review completed 17 sep 19. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed.